Manufacturer narrative:
Common name: catheter, peritoneal. Product code: gbw. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that upon opening of the package, the dialysis set was not in good condition. It was further noted that the cap was missing and the flare appeared folded which prevented seating into the base of the cap. No other information was made available.